Manufacturer narrative:
This supplemental report is being submitted to correct the status of the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 191-000 / lot m160520 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot m160520 . Test base part number 191-000 / lot m160520 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m160520 showed that the complaint rate is (B)(4) . In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on an unknown sample. The customer reported that the patient's ID now covid-19 assay generated a positive result. The customer reported that pcr confirmation testing generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the status of the investigation the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.